Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. After spaceoar placement magnetic resonance imaging (MRI) was performed, a minimal rectal wall infiltration was detected. On the imagery review, there was minimal anterior rectal wall infiltration as could be visualized by dissection of the outer wall of the rectum on the sagittal view of the rectum on MRI. The patient is asymptomatic. Boston scientific corporation has been unable to obtain additional details despite good faith efforts.